Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent hysterectomy, bso, posterior repair, enterocele repair and perineoplasty due to prolapse, cystocele, rectocele, enterocele and sui. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It was reported that the patient underwent a surgical procedure and ams apogee was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with cystoscopy. It was reported that patient underwent removal of anterior and posterior mesh on (B)(6) 2014 for history of chronic pain. It was reported that the patient underwent an abdominoplasty in 2006 and an exploratory laparotomy in (B)(6) 2012 due to a perforated gastric ulcer. No additional information was provided.